Event description:
A customer reported a malfunction, specifically malfunction code 12, with their insulin pump. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer by providing reset information and guiding them through the pump reset process. After resetting, the malfunction did not recur, and the customer was able to reconnect their g7 sensor and resume insulin delivery. The customer was advised to update their pump software and contact technical support if any issues recurred within 24 hours.